Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-125mg/dl fasting. Verified test strips expire 10/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: all of the low results 75, 70, 72mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-125mg/dl fasting. Verified test strips expire 10/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:75mg/dl (B)(6) 2015 11:14:00 am fasting:yes. 2:70mg/dl (B)(6) 2015 10:40:00 am fasting:yes. 3:72mg/dl (B)(6) 2015 11:17:00 am fasting:yes. Customers concern:all of the low results 75, 70, 72mg/dl. No adverse event reported.